Event description:
Patient reported "rupture" confirmed via ultrasound and MRI. Later, patient reported "cysts". Later, healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and cyst(s) was received on april 03, 2025, with lot number 1868166. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "rupture" confirmed via ultrasound and MRI. Later, patient reported "cysts". Later, healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" confirmed via ultrasound and MRI. Later, patient reported "cysts". Later, healthcare professional reported "rupture". This record is for the left side. Device remains implanted.